Manufacturer narrative:
This report is for an unknown plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: jeong, s. Et al (2012), subcaruncular approach for the recontruction of blowout fractures of medial orbital walls, annals of plastic surgery, vol. 68, no. 6, pages 588-593 (korea, south). The purpose of this study was to use an alternative method called subcaruncular approach to obtain a wide and clean operative field for anatomic reconstruction of medial orbital blowout fractures. Between march 2008 and june 2010, a total of 41 patients (10 female and 31 male ¿ including the 3 report cases) with a mean age of 37.6 years (range 16-54 years) were included in this study. All blowout fractures were moderate or severe fractures (92 cm in defect size, and 93 mm in bone displacement). The fractures occurred on the right in 24 patients and on the left in 15 patients. Most of the injuries had resulted from physical assault or traffic accidents. The mean follow-up period was 6.9 years (range 1 to 13 years). Median follow-up was 9 months (range, 4 - 19 months). The following complications were reported as follows: 1 patient had severe chemosis. 3 patients had persistent diplopia after surgery. 3 months later symptoms subsided completely in 2 patients and improved to mild diplopia with extreme lateral gaze in 1 patient. 4 patients reported that diplopia was developed and worsened but this was resolved completely in 3 patients within 3 weeks and in 1 patient within 2 months. This report is for a titanium mesh implant (synthes) plates. This is report 1 of 2 for (B)(4).